Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. No device malfunction was suspected. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing discomfort and tenderness at the pocket site and difficulty charging the ipg. X-ray confirmed that the ipg had flipped inside the pocket. Database analysis revealed no anomalies. The patient will undergo a revision procedure wherein the ipg will be repositioned.

Event description:
A report was received that the patient was experiencing discomfort and tenderness at the pocket site and difficulty charging the ipg. X-ray confirmed that the ipg had flipped inside the pocket. Database analysis revealed no anomalies. The patient will undergo a revision procedure wherein the ipg will be repositioned.